Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14408647/14500985, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg had eroded through the skin and patient developed infection. It was also noted that the ipg had migrated since patients latest revision. Antibiotics were prescribed. The patient underwent and explant procedure and was doing well postoperatively.